Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, red particles material was found on the gel/shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: two openings striated and nicks striated. Based on the device analysis the final assessment is: two openings striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: one extended opening, red particles material was found on the gel/shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: two openings striated and nicks striated. Based on the device analysis the final assessment is: two openings striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.